Event description:
It was reported that during an angioplasty of a forearm av graft, the physician was using a 9f sheath over a 0.035 hydrophylic guide wire for the procedure. When he attempted to unsheathe it, the sheath would not retract over the stent. Finally, he put a great amount of pressure on the hub and the hub snapped and came apart from the purple sheath. He withdrew the broken one, switched out his wire to a stiff wire and a new stent deployed just fine. It was a 20 cm tortuous tracking path. The intended site was forearm looped intergraft. No injury to the patient was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. As no sample was returned for investigation, no evaluation could be performed. The complaint is inconclusive.